Manufacturer narrative:
Product event summary:the full lead was returned and analyzed.analysis was performed and no anomalies were found. The analyst also noted: stylet inserted fully and withdrew fully with no anomalies.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead could not be positioned well due to patient anatomy. Additionally, the stylet was stuck halfway in the lead and could not be used. A new stylet was tried with the same result. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.